Event description:
This rv lead was implanted on (B)(6) 1996 and was capped and replaced on (B)(6) 2014 due to lead found to be cracked and had an insulation issue and noise and oversensing was observed. Insulation fracture was confirmed visually by the implanting physician. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).